Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter address exceeded maximum allowable digits, address is as follows: 100088, corrected data.

Event description:
The customer reported rad-5, segment misses (missing) on display. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. When powered on, the c segment on the top 2nd digit of the red led display on the device does not illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed component "d2" on the system board causes the led segment to not illuminate. (B)(6). A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.